Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2005 allegedly due to dislocation and malpositioning. Further, patient was revised on (B)(6) 2008 allegedly due to dislocation, instability, and subluxation. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 3 of 9 mdrs filed for the same patient (reference 1825034-2012-02271 / 02275 & 2015-01824 / 01827).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2005 allegedly due to dislocation and malpositioning. Further, patient was revised on (B)(6) 2008 allegedly due to dislocation, instability, and subluxation. Additional information from legal counsel for the patient alleges that patient had pain, disability, impairment, disfigurement, aggravation of a pre-existing condition and elevated levels of chromium and cobalt. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative report noted patient underwent a left hip revision on (B)(6) 2005 due to instability. Operative report noted the acetabular cup was slightly vertical and retroverted. The modular head and acetabular cup were removed and replaced. Operative report further noted patient underwent a second revision procedure on (B)(6) 2008 due to pain and instability. Operative report noted the hip was dislocated and subluxed anteriorly superiorly and the anterior cortex fractured during stem removal. All components were removed and replaced. Operative report noted patient underwent a right hip revision on (B)(6) 2008 due to instability and noted an anteverted stem. The modular head and stem were removed and replaced. Operative report further noted patient underwent a second right hip revision on (B)(6) 2012 due to instability. Operative report noted the presence of greenish grayish cloudy fluid consistent with metal debris reaction, blackened tissue consistent with metallosis, a vertical acetabular cup, and a capsulectomy and debridement of the capsule was performed. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2012-02271 / 02275).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: intraoperative or postoperative bone fracture and/or postoperative pain. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2005 allegedly due to dislocation and malpositioning. Further, patient was revised on (B)(6) 2008 allegedly due to dislocation, instability, and subluxation. Additional information from legal counsel for the patient alleges that patient had pain, disability, impairment, disfigurement, aggravation of a pre-existing condition and elevated levels of chromium and cobalt. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.